Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09/01/2020. It was reported by the patient that 40 infusion set had adhesive issues and all infusion set fell off during use within 1.5-3 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1902027- MDR 3003442380-2024- 11625- device 1 of 2.